Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device. It was also received with scratched lcd window, cracked case display window corner, c racked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after being exposed to moisture. The customer explained that it was exposed to sweat since she wears it in her bra. Blood glucose value was 369 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.